Event description:
It was reported that a signal loss occurred. On 01/18/2025, the patient was in a store when she experienced feeling confused, and experienced presyncope. The patient did not have cgm readings at that moment because she experienced signal loss. It was not known how long after the signal loss occurred the patient had symptoms, but the events occurred on the same day. The patient did not take a fingerstick when she noticed the signal loss. The store manager called the ambulance and when a fingerstick was taken the blood glucose reading was 60 mg/dl, the patient was feeling groggy at that moment. The patient was treated with intravenous glucose. The patient was discharged after a couple of hours and when a fingerstick was taken the blood glucose reading was around 100 mg/dl. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)